Event description:
Avanos cortrak 2 feeding tube failure. There is a defect in the seal around the guiding wire causing the priming saline/ air to leak from the end of the wire at the orange connection to the machine. This makes the tube essentially un-useable because you cannot prime it appropriately and cannot push air to create pressure to open the pyloric sphincter.